Event description:
Lost all feeling in left leg; while driving felt stabbing pain in back where electric stimulator is placed and lost all feeling in my left leg, had to pull off the road, get out of my car and walk to get the feeling back in my left leg to resume driving, this has happened before and more than a few times and almost caused a wreck on one occasion, I had stopped using the device because it caused more pain than it relieved when on! It needs to be removed after 6 plus years in my back as it is also causing constant headaches, pronounced increased tinnitus and throbbing up and down my spinal column and in my head, I'm sleeping very little and constantly irritated. FDA safety report ID# (B)(4).